Event description:
It was reported that the patient¿s left ventricular lead was dislodged and pulled back into the main coronary sinus, which resulted in loss of capture. The lead dislodgement was confirmed by x-ray. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.